Event description:
It was reported the patient presented for a in clinic follow up. Upon interrogation, it was observed the atrial leadless pacemaker (lp) had noise present, undersensing, and pacemaker mediated tachycardia (pmt) events. Programming changes were completed to resolve the issue. The patient was stable.